Manufacturer narrative:
The incorrect information was provided on the initial medwatch.

Event description:
(B)(6) called in and stated that lot ks110610 for item number (B)(4) said right brake went out. Send out under warranty. (B)(6).

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Invacare awareness date (B)(6) 2012. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.